Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the buttons on the customer's insulin pump were not functioning well anymore. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. The connector at the printed circuit board was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump passed the leak test. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump had a fading serial number label.